Manufacturer narrative:
(B)(6). Product status: the device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while in use on a patient, the intra-aortic balloon pump (iabp) battery was not holding a charge. The patient was to be transferred to another hospital when the iabp turned off. It was reported that the patient went into cardiac arrest. Patient had been on iabp therapy for three days prior and became increasingly unstable, arresting twice on the event date. The decision was made to transfer the patient via ambulance to another facility. The iabp was disconnected from the wall, and at the time, the batteries were fully charged upon departure. The patient was arresting as he was being loaded in the ambulance. The patient was shocked once, sinus rhythm, the iabp was functioning normally at this time and during the transfer, the iabp functioned normally. On arrival at the second facility, the patient arrested again and was shocked once. At this time it was observed that the iabp battery supply had less than 25 minutes remaining. Another iabp was brought to the ambulance bay, but the staff was unsure how to turn it on. The new iabp was taken out of the cart and the existing one was put in. At this time, the iabp was now showing less than 5 minutes of battery. The iabp was then plugged into a wall plug, but there was no response , and very shortly after this, the iabp shutdown. The patient was stable at this time and was rushed to the intensive care unit (ICU) where the patient was placed on another iabp in the ICU (an auto fill failure occurred, then iabp functioning normally). Towards the end of the handover - approximately 45 minutes later, the patient arrested again. The original iabp was taken out of service and isolated. It was subsequently reported that the patient died the following day. There was no reported malfunction of the iab. The patient's death is not attributed to the iab.